Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: retention and returned devices for the reported lot were tested with in-house clinical negative urine samples. Results were read at 3-4 minutes and all devices yielded expected negative results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention and returned products performed as expected during in-house testing and could not replicate the reported complaint. This issue will be subject to tracking and trending. This test provides a presumptive diagnosis for pregnancy. A false positive result can be caused by a variety of factors and interfering substances. Please refer to the limitations and interfering substances section of the package insert. For these reasons, a secondary analytical method must be used to obtain a confirmed result.

Event description:
It was reported by the distributor that 2 woman, on (B)(6) 2018, had false positives when using the hcg urine dip test. Although requested, no other information was received. This is the first (2027969-2019-00513) file of two. The second file is 2027969-2019-00512.